Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported air in the infusion line while in fusion mode during a procedure. The problem was solved by placing a clamp on the line. The procedure was completed with no harm to the patient.